Manufacturer narrative:
Investigation / evaluation currently in process. Rw (B)(4) considers this report open, follow-up report to be submitted once investigation is complete. Richard wolf medical instruments corporation (rwmic) is submitting this report on behalf of richard wolf (B)(4). Rw (B)(4) is manufacturer.

Event description:
At the first ten minutes of the operation the nephroscope 8965.411 was excellent and then we started the second operation and vision began to disappear gradually the same day. Unfortunately the operation was not completed. Manufactured date: 08 march 2018. Lot size: (B)(4) units. Purchase date: (B)(6) 2018.

Event description:
Follow up report to provide additional information to FDA.

Manufacturer narrative:
(B)(4). To obtain optimum light transmission, the diameters of the fibre bundle of the endoscope and of the fibre light cable must be the same. Possible causes when using a fibre light cable that is too small: the light output is reduced. Caution! Increased danger potential if image is blurred! Patient may be injured. Stop operation for safety reasons if image is blurred. Check image quality of endoscope before use. Caution! Do not work outside the scope's field of view! Inadvertent tissue damage as well as damage to the distal end of the endoscope and instrument parts can occur. Check image quality and light output in conjunction with the system components. An investigation was unable to be performed as the device was not returned to the manufacturer. Multiple attempts were made to contact the user facility, but no response was provided. Richard wolf gmbh (rwgmbh) considers this matter closed. In the event rwgmbh receives additional information a follow up report will be submitted to FDA.